Event description:
The device was applied during a thoractomy. The instrument did not cut. The surgeon reloaded the instrument and completed the procedure without incident.

Manufacturer narrative:
12/30/1997-supplemental report #1 sent to FDA. Device not available for evaluation.